Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 6 infusion sets adhesive from (B)(6) 2024. The patient reported infusion set fell off while doing physical activity/sweating, swimming, or bathing. The set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12604- device 5 of 6.